Manufacturer narrative:
Batch review performed on 17 march 2020: lot 184224: (B)(4) items manufactured and released on 29-may-2018. Expiration date: 2023-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event

Event description:
1 year and 3 months after primary surgery the patient reported instability and the surgeon had initially planned to revise the poly. The patient was not cleared (cardiac clearance issues) to proceed with the revision; therefore, the revision has been canceled.